Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as this device is an accessory. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible common elements such as aluminum, silicon, and iron were retained by the water filter, which may result in clogging of the filter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the water supply with the water filter was noted to be weak and the process was taking longer than usual (about 27 minutes). It was noted, the person in charged visited the facility and replaced the water filter and the process took the normal time (about 20 minutes). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.